Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Based on the information that the repair department detected liquid from the front panel, there is possibility that the connector socket of the front panel unit and flat cable were corroded by the user spraying the device with liquid such as water. As a result, omsc guessed that the buttons on the front panel of the device did not respond because the communication between the front panel and the printed circuit board was affected. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in hamburg for evaluation. The evaluation of the device by olympus repair center confirmed the following; liquid was detected on the front panel. The connector socket of the front panel and the front panel unit were corroded. The power plug was defective. The reported event appeared to be caused by defect of the front panel unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the customer noticed the buttons on the front panel of the device did not respond before a procedure. There was no report of patient injury associated with this event.